Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the analog interface (ai) printed circuit board (pcb), the power supply and battery assembly.the unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, an 840 ventilator generated a constant alarm. The ventilator was not in use on a patient at the time the event occurred.